Event description:
During preventive maintenance (pm), the air trap sensor block failed to detect the air trap simulator despite the air trap being full when the thermogard xp ivtm system (s/n (B)(6) was in standby mode. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) of the thermogard xp ivtm system (s/n (B)(4)) at the customer's site, the thermogard system's air trap sensor block did not detect the filled air trap simulator. The root cause of the observed issue was the defective air trap sensor block. During the investigation, there were no signs of corrosion or any traces of dried saline observed on the air trap sensor board; therefore, the root cause for the defective air trap sensor block was either due to a defective component or due to wear and tear. The thermogard console was manufactured in november 2014 and is over 6 years old, has exceeded its expected service life of 5 years. The defective air trap sensor block was replaced to remedy the fault. During the visual inspection, there was no physical damage observed on the ivtm thermogard console. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4)).

Event description:
Preventive maintenance (pm) was performed on the thermogard xp ivtm system (s/n (B)(4)). When the system was in standby mode, the air trap sensor block failed to detect the air trap stimulator despite the air trap being full. No patient involvement.